Event description:
The customer reported a leak from that their anti-foam unit on their au480 chemistry analyzer, which resulted in fluid dripping into the office below and making contact with an office employee's eye. This incident involved an employee of the building's landlord, who was on-site investigating a leak complaint from the office below the laboratory. The exposed employee, who is not a laboratory employee, is not typically required to wear personal protective equipment for their job scope. The employee went to the emergency room. No further details were provided.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. It was observed that the foamy waste overflowed its drain line, which is located between floors and connected to an emergency shower drain. No fluid was found leaking directly within the laboratory. The fse identified the probable cause as a defective anti-foam pump which was causing the leak. The fse replaced the pump to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).